Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent ballast screws placed in s2 alar due to lumbar stenosis with neurological claudication, degenerative flatback, degenerative scoliosis. Post-op, the implant broke. Hence on (B)(6) 2019, a revision surgery was performed to remove the broken implants. No fragments of the implant remaining in the patient body. No other patient complications were reported due to this event.